Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure; it was observed that the device closed without incident. When it was fired, it made a crunchy noise. The blade retracted, but it didn't open initially but then popped open. The most proximal staple was partially bent and still in the reload, but still cut entire length of the device. Additionally, the anvil was slightly bent. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. D4: batch # a97p50. Updated data: h4. Corrected data: d4 (lot number, expiration date). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired with 8 protruding staples partially formed on the proximal end. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. An only wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described of difficult to open could not be confirmed as the device opened without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97p50, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.